Event description:
The customer reported via phone call indicating that the insulin pump alarm weak signal. Customer's blood glucose was 137 mg/dl. The customer was advised to keeps electronics a foot away from the device. The customer stated that rf icon is solid. The customer was advised to continue sensing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.